Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon (iab) catheter was just inserted in the cath lab without issue. Pump was supporting the patient. The heart rate of 115 sinus rhythm. The rn stated they were beginning to transfer the patient to the unit and they started getting "very frequent" possible helium loss alarms. Approximately 2 every minute. There is no blood noted in the tubing and no visible kinks. They have changed pumps, with no change in alarm status. The clinical support specialist had the rn do a leak test and the catheter failed the leak test. Therefore the iab was successfully exchanged without any difficulties. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of helium loss alarm is confirmed based on the customer pictures provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon (iab) catheter was just inserted in the cath lab without issue. Pump was supporting the patient. The heart rate of 115 sinus rhythm. The rn stated they were beginning to transfer the patient to the unit and they started getting "very frequent" possible helium loss alarms. Approximately 2 every minute. There is no blood noted in the tubing and no visible kinks. They have changed pumps, with no change in alarm status. The clinical support specialist had the rn do a leak test and the catheter failed the leak test. Therefore the iab was successfully exchanged without any difficulties. There was no report of patient complications, serious injury or death.